Event description:
This medwatch report is being filed due to the finding of trace organic contaminants being introduced to the product (cell-dyn sapphire, cell-dyn 4000 systems diluent sheath) through the manufacturing water system. The interaction of trace organic compounds with the diluent/sheath formulation may cause high platelet background readings on the cell-dyn 4000 and cell-dyn sapphire systems. Not all customers are affected. A recall was issued and reported under 21cfr806 to the FDA district office on november 30, 2006. Abbott has not received any reports of adverse events related to this issue.

Manufacturer narrative:
510(k)#: k961439. This is a final report. An investigation is in process.